Manufacturer narrative:
Insulin pump received with constant alarm problems, isolated to the mother board. Insulin pump had moisture damage at electronic assembly. Insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the insulin pump keeps alarming. The blood glucose reading is 199 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.